Event description:
Acct reports that the ER states when they attempted to insert the adapter into an IV catheter, the male adapter broke off. No serious injury to the pt occurred, but it was necessary to restart the IV.